Event description:
It is reported that the surgeon had assembled a stem (type not specified) and a most options tibial non-porous adapter. The sales rep described using a screw with the intent of locking the tapers of these two components together. It was not specified if a screw from the stem package or a screw from the tibial adapter was used. The assembly was then impacted into a most options proximal femur. After impaction of the tibial adapter to the proximal femur, the surgeon observed that the stem was loose in the tibial adapter. The surgeon attempted to separate the tibial adapter and the proximal femur with a most options taper separator. It was reported that the taper separator fractured before the tapers could be disassociated.

Manufacturer narrative:
This report will be amended when our investigation is complete.